Event description:
The gastrostomy button was leaking formula around the site. The balloon was checked for inflation and the formula was removed from the balloon. When the device was removed, a hole was found in the balloon.